Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of the polarsheath steerable sheath while "washing" the device the sheath leaked air from the proximal part of the sheath. The dilator was wiped with saline prior to introduction into the valve. No tool/device were placed across the valve. The issue was solved by exchanging the device and the procedure was successfully completed with no patient complications. It was indicated that the device will not be returned as it was retained by the customer.

Manufacturer narrative:
The polarsheath was returned with the dilator inserted to boston scientific for analysis. Visual inspection did not note any anomalies. The device was subjected to functional testing for aspiration and air was visible in the flushing line during vacuum. Hemostasis valve test was performed and the sheath could not maintain a minimum pressure of 5.5 psi. Water was confirmed to be leaking from the hemostatic valve at the proximal end of the sheath. The device was gently pressurized with 6 psi at the flushing line lure fitting while plugging the distal tip of the sheath and a gross leak was identified.

Event description:
It was reported that during preparation of the polarsheath steerable sheath while "washing" the device the sheath leaked air from the proximal part of the sheath. The dilator was wiped with saline prior to introduction into the valve. No tool/device were placed across the valve. The issue was solved by exchanging the device and the procedure was successfully completed with no patient complications. It was indicated that the device will not be returned as it was retained by the customer. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.